Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. After the surgery, it was found that the cuff was perforated. The physician does not believe that the device caused the perforation, the suspected cause is wear and tear. There were no patient complications. The surgery results were good and patient is set to fully recover.